Event description:
Freestyle libre 3 has been reporting incorrect, low glucose readings when my glucose levels are actually within range. Until I detected the cgm was wrong, and started double-checking my numbers using a conventional blood glucose monitor, I was treating low blood sugars that actually weren't low blood sugars, which then resulted in very high glucose levels. Abbott should be held liable for its faulty equipment and required to reimburse patients for freestyle libre 3s they've paid for.